Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter was defective/ damaged. Good morning, we hereby forward the report received from the cittadella operating group for the arterial cannula code 682245, lot: 4201499, indicate that during the removal of the cannula the operator detected the rupture at the level of the junction with the valve and the consequent entry into circulation of the detached piece. Therefore, it was necessary to subject the patient to a further operation for the removal of the foreign body. They communicate that the sample is available, as soon as it is at our warehouse you will be informed, we look forward to a kind response and send cordial greetings.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed the catheter broken near the nose. The break was noted to be a clean cut. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A simulation was carried out by using scissors to break a catheter. The part-off surface is then observed, and a clean cut was noted on the part-off surface. Based on the simulation, the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. The root cause of the on broken catheter could not be established based on the above investigation, as it is unknown how the product was used.